Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test." On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain (abdominal)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection") and urinary tract infection ("uti"). The patient was treated with surgery (salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection and urinary tract infection had resolved and the dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain (pelvic/abdominal, back), menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), vaginal infection, uti, she did not underwent essure confirmation test. Event outcome was added for the events: pain (pelvic/ abdominal, back), vaginal infection, uti. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece of the essure device was seen at the left ostia and was grasped with a small clamp through the hysteroscope'), device dislocation ('no essure device was found on the right fallopian tube') and pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test. The patient's concurrent conditions included multiparous. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain (abdominal)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), headache ("migraines/ headaches"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), visual impairment ("vision/ eye problems - type:"), vaginal discharge ("vaginal discharge") and pain in extremity ("legs pain"). The patient was treated with surgery (laparoscopic assisted bilateral salpingectomy with removal of essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, dyspareunia and headache outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection, urinary tract infection, allergy to metals, vaginal haemorrhage, alopecia, tooth disorder, fatigue, visual impairment, vaginal discharge and pain in extremity had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis. A. Right and left fallopian tubes: segments of fallopian tubes with no significant pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: plaintiff fact sheet and medical records received: new events - migraines/headaches, nickel allergy, abnormal bleeding(vaginal), hair loss, dental problems, fatigue, vision/eye problems, vaginal discharge, legs pain were added. Events added from medical records - a small piece of the essure device was seen at the left ostia and was grasped with a small clamp through the hysteroscope, no essure device was found on the right fallopian tube were added. Reporter's information, patient demography were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small piece of the essure device was seen at the left ostia and was grasped with a small clamp through the hysteroscope'), device dislocation ('no essure device was found on the right fallopian tube') and pelvic pain ('pain - pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test.". The patient's concurrent conditions included multiparous. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pain (abdominal)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), headache ("migraines/ headaches"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss"), tooth disorder ("dental problems"), fatigue ("fatigue"), visual impairment ("vision/ eye problems - type:"), vaginal discharge ("vaginal discharge") and pain in extremity ("legs pain"). The patient was treated with surgery (laparoscopic assisted bilateral salpingectomy with removal of essure device). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, dyspareunia and headache outcome was unknown and the pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal infection, urinary tract infection, allergy to metals, vaginal haemorrhage, alopecia, tooth disorder, fatigue, visual impairment, vaginal discharge and pain in extremity had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, metrorrhagia, pain in extremity, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and visual impairment to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: final diagnosis a. Right and left fallopian tubes: segments of fallopian tubes with no significant pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.